Event description:
It was reported that five days after atrial fibrillation (afib) cardiac ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced pericarditis which required extended hospitalization. The information indicated that at after a varipulse¿ afib case was performed, the patient went to the emergency room (ER) five days later complaining of chest discomfort and shortness of breath. The physician was able to confirm that it was a classic pericarditis. Medical management (medical detail unknown) was provided to the patient. The patient was in stable condition and was discharged. Additional information was received. It was reported that the procedure was done on (B)(6) 2025. The patient came into the ER with chest discomfort and positional shortness of breath on the evening of (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was that it was related to the procedure but wondered why when pericarditis is not supposed to happen with pulsed field ablation (pfa). The intervention provided was medical management and extended hospitalization (admitted overnight), and the patient fully recovered. One catheter exchange and one transseptal puncture site occurred during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).